Event description:
Device 1 of 4. Reference MFR. Report #1627487-2016-01479; 1627487-2016-01481; 1627487-2016-01482.additional information received identified the patient's infection has reportedly resolved.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR. Report #1627487-2016-01479; 1627487-2016-01481; 1627487-2016-01482. It was reported the patient was diagnosed with (B)(6). The patient's infection is systemic. The patient was prescribed antibiotics to treat her infection and will follow up with her physician to determine if any further action is necessary to address the issue. The patient has two model 1192 anchors from the same lot implanted as part of her scs system.